Event description:
Initial reporter indicated that their handheld computer was "freezing after interrogation successful screen." A soft reset, hard reset and flashcard reinsertion was performed, but did not resolve the problem. MFR is pending receipt of the product for analysis.